Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex esophageal fc stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was placed to treat an anastomotic leak post ivor lewis procedure. Reportedly, the distal end of the stent was sutured in place via open procedure. During a follow-up on an unknown date, the patient presented with coughing when swallowing. During a barium swallow, the patient was noted to have a tracheoesophageal fistula which was approximately 2 cm below the level of the proximal end of the stent. On (B)(6) 2017, the patient was sent to another facility for an attempted repair of the fistula and the stent was also removed. According to complainant, in the physician¿s assessment, it was unknown whether the stent caused or contributed to the fistula. The patient's condition at the conclusion of the procedure was reported to be stable.